Event description:
During a hip labrum repair procedure using a bioraptor, knotless suture anchor, it was reported that the metal pin that connects the anchor to the shaft of the inserter broke in the anchor inside the patient. The surgeon discovered the break after inserting the anchor, tensioning the sutures and removing the inserter handle. The surgeon was unable to remove the pin from the anchor. The anchor was driven in until the pin was in line with the cortex. The metal pin did not interfere with the joint. The patient was informed of the breakage and will have a follow-up x-ray in approximately two and a half months after the procedure. There were no reports of patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
One device was returned for evaluation. The device inserter was returned, without the sutures and anchors. The device was visually inspected and it was identified that the inner shaft has been broken off of the device. A corrective and preventive action has been initiated to determine the root cause associated with this failure mode.